Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The result from the meter was 5.6 inr. The result within 7 hours at the laboratory was 3.0 inr. The customer's coumadin dose was adjusted based on the meter result while waiting for the laboratory result to be returned. The laboratory results were believed to be correct. The customer's therapeutic range is 3.0 - 3.5 inr. There was no allegation that an adverse event occurred due to the device. The customer is well. The customer is not anemic or polycythemic. The customer is not on any direct thrombin inhibitors. The customer does not have lupus or antiphospholipid antibodies. The customer has recently been taking vantin due to walking pneumonia and had a hospital stay unrelated to the use of the meter. The customer has had no changes in diet. The customer is very bruised but the bruising has not required any medical treatment. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.